Event description:
In 2004 a donor called the plasma center to report that approx 4 hours after their donation the previous day, donor developed a raised rash that covered their arms, legs & torso. The donor indicated to the medical supervisor (ms) feeling extremely itchy all over. The donor denied shortness of breath or any other symptoms. Donor denied any prior history of sensitivity or allergies to medications, foods, or substances. Nor had the donor had any problems with their previous donations. The ms advised the donor to seek medical attention and to contact the center following their eval. The donor went to a local walk-in clinic and was treated with epinephrine im (dose unk) and benadryl p.o. (Dose unk). The clinic md advised the donor to follow up with the donation center medical director regarding their acceptability with future donations. The clinic md also gave the donor a note indicating that he (the md) felt the donor reacted to the anticoagulant (heparin).